Manufacturer narrative:
(B)(4). Date sent: 12/26/2025 d4: batch #922a82 corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr45d reload was received with one open package, unfired, and with the pan partially dislodged from left side. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 922a82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/01/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ecr45d with lot number 102c86; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the cartridge was damaged. Changed to new one to complete the procedure. There was no patient consequence reported. No additional information can be provided.